Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.0x10 ryugen nc, guide wire: balance middleweight. (B)(4). The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however the reported treatments appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo lesion in the proximal circumflex coronary artery. Pre-dilatation was performed with a 1.5x10 mm non-abbott balloon dilatation catheter (bdc). The 2.75x15 mm xience prime stent was implanted and was post-dilated with a 3.0x10 mm non-abbott bdc. After post-dilatation a proximal edge dissection was noted. A 2.75x18 mm xience prime stent was used to cover the covered the dissection. There was no adverse patient sequelae and no reported clinically significant delay. No additional information was provided.